Event description:
Pt had spinal fusion l4 to s1 in 2013. Pt later sustained a fall. She returned to the operating room in (B)(6) 2013 for re-instrumentation with s1 screws. Per op report of (B)(6) 2013, given the neurologic symptoms and kyphosis of the sacrum it was felt that exploration of the fusion with extension to the ileum as well as laminectomy was warranted. Per op report of (B)(6) 2013: 8.5 x 80mm iliac screws were placed bilaterally. In (B)(6) 2015, pt continued to have low back pain and radicular symptoms. Pt returned to operating room on (B)(6) 2016 for removal of posterior segmental instrumentation and partial resection of right ilium. The iliac screws were noted to be broken. Two screws heads removed. Broken portions in the ileum were left in place. Ref MFR's #3005739886-2016-00005, (B)(4).